Event description:
The customer observed higher and lower than expected ammonia quality control results from a vitros 5,1 fs chemistry system. No biased patient results were observed. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that higher and lower than expected amon quality control results were obtained from the vitros 5,1 fs chemistry system. An ocd field engineer, replaced the incubator drive belt and evaporation caps, then cleaned and performed necessary adjustments to the incubator. Following these service activities, acceptable vitros amon performance has been observed. The root cause of this event is instrument related.